Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported falling off a boat while connected to the insulin pump. Customer's blood glucose was 384 mg/dl. The customer reported receiving an unexpected restart alarm that could not be cleared after the moisture exposure. The customer also reported the numbers were scrolling without any buttons being pressed. Customer also reported being hospitalized for the boating accident, but it was not diabetes related. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed all current tests noted. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. No numbers scrolling during testing and no unexpected alarm noted. No unlock connector noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.